Event description:
A user reported that mofifications to the default stt table in their focus rtp system to improve dose profile had no impact on the mv valve as they had expected. No pts were treated.